Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a tubal procedure the device cut the patient's falope tube. The surgeon was able to use bovie to cauterize the fallopian tube after being cut. No other issues reported.